Manufacturer narrative:
H3: one cadd solis vip pump was received with scratched on the lcd lens screen and a bubbled downstream occlusion sensor (dso) seal. The event history log was reviewed and there was no evidence of the reported issue. Functional and visual tests were performed and the reported issue was able to be confirmed. The device failed the occlusion pressure test. The dso sensors were out of specification (calibration). The device sensor will be re-calibrated to bring the sensor back to nominal.

Event description:
Additional information was received indicating that there was no patient involvement. The issue occurred during in-house testing.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump failed pressure test. No adverse effects reported.